Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that the system spontaneously exited out and went back to the login screen. The issue occurred merging two scans from the scanner/electronic picture archiving and communication systems (pacs) and someone else sent another exam from the scanner. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the reported issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.